Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up; the device exhibited premature battery depletion. The physician reset the elective replacement indicator cleared and the battery longevity increased. The patient would be re-evaluated at scheduled follow up. No additional information was available.

Event description:
New information states that the patient is doing well.